Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the intrahepatic bile duct and common bile duct during a bile duct biopsy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, as angle was applied to the spybite while it was inside the spyscope ds, it was noticed tha the working channel sleeve protruded which was retracted repeatedly. There were no reported issues with the spybite and no part of the spyscope ds device detached. The procedure was still completed with this spyscope ds. There were no patient complications reported as a result of this event.